Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed based on available medical record and health care expert¿s opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed- ¿the overall assessment is limited due to mixed knee and foot cts available. From the one plane the tibial component looks as if there is no clear loosening. No migration. The pe cannot be assessed directly, but there are no clear signs indicating loosening or migration. The talar component shows some radiolucence and cavities, which could support loosening. No clear sign of migration.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was most likely caused by presence of cavities near the talar component. On the other hand available cts are not sufficient to analyze the tibial componen. Hence, more detailed information about the tibial component, radiographs as well as the affected device must be available in order to determine the root cause. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.